Event description:
A report was received that the patient is having difficulty charging her ipg and is charging frequently. It was determined that the patient's ipg is moving significantly in within the pocket and causes the charging difficulty. A pocket revision has been recommended.